Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the capture threshold was measured to be high and unstable once positioned. The procedure was successfully completed with a replacement lead. The patient was stable.